Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redt4705 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "yesterday, vascular access nurse reported that their outside contractor (us infusion) placed a bard single lumen provena 3fr midline in a patient on (B)(6). The morning of (B)(6) she went to access it and found it to be leaking where the purple catheter lumen meets the white bifurcation with suture wings. She sent me a few videos and you can see the saline is dripping out of the catheter. They removed it and accidentally disposed of the catheter." "If it matters, technically it was placed just after midnight on (B)(6)." What type of catheter securement was utilized? Sutureless securement device was there patient harm reported?: no. There was no evident infilitration. Only leaking under the dressing.